Event description:
During follow-up in 2000, an extended charge time was observed. Several manual capacitor reforms were performed with an improvement in the charge time. The pt was scheduled for an evaluation in one month. During evaluation twently five days late, the decision was made to explant the device due to extended charge times and rapid decrease in battery voltage.